Event description:
As reported: we are experiencing an issue with the steinmann pins (guide wires) ref. 200072 used in the infinity ankle prosthesis, as they get stuck in the cutting guides or other components of the instrument set. This is happening with several surgeons, all of whom are very experienced with the system. The most recent incident occurred today at (B)(6). Unfortunately, we are unable to trace the lot number of the guide wires because they are non-sterile. There were no consequences for the patient. The procedure was completed successfully. Yes, a negligible surgical delay occurred (maximum 1 minute). No additional procedures were required.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.